Manufacturer narrative:
This event occurred with a similar device in a foreign market. The device is not available for evaluation and investigation findings are unable to be obtained based upon analysis of the provided information.

Event description:
The customer stated that their face swelled up after using the mask.